Event description:
Information received indicates while the doctor was in surgery and they had problems with the inserter, it wouldn't release properly. Patient and surgery outcome was not provided.

Manufacturer narrative:
Outcome to patient and procedure was not provided. Inserter performs within specifications. Screw does not seat correctly.